Manufacturer narrative:
The investigation is currently under pending at the time of this MDR submission. Investigation pending at this time.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink fell-off into the abdomen of the patient. The piece could not be recovered. The procedure and anesthesia time was extended by five (5) minutes. There was no harm to the patient.